Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump display was frozen on the "preparing for fill tubing" screen. Reportedly, the customer was able to clear the notification by triggering a button alarm. The customer reported that after performing fill tubing, a minimum fill alert occurred. The customer initially loaded 200 units of insulin and reported going through the fill tubing process two different times. Tandem technical support (cts) recommended for the customer to load a new cartridge. During follow up, cts confirmed that the customer was successfully able to load a new cartridge and resume insulin delivery. There was no information provided regarding the customer's blood glucose level.